Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and pass. Perform functional test: passed all relevant tests. Receiver log review: pass. The complaint could not be confirmed because the receiver passed all testing. The reported event that the receiver ceased to function was not confirmed. The root cause could not be determined.